Event description:
It was reported that the user experienced hyperglycemia while using an ilet system integrated with a dexcom g7, with a continuous glucose monitor reading of 315 mg/dl sustained for approximately five hours; the user attributed the event to an infusion site that was not properly deployed, and the agent assisted with placement of a new teflon infusion set on the abdomen and provided education and troubleshooting. Symptoms included elevated blood glucose without reported physical complaints. Outcomes included self-management at home without escalation of care or hospitalization. Investigation included remote troubleshooting and user education on infusion set placement and monitoring for downward glucose trend. Investigation of this case revealed a likely infusion site issue affecting insulin delivery, consistent with user-reported improper deployment of the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was use-related and associated with infusion set placement. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.